Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had issues with an instrument tracker. It was reported that during patient registration, the tracker signal was lost on the emitter. However, registration was completed without issue. It was reported that the tracker could not be recognized when the surgeon attempted to navigate a suction. It was reported that the surgery was performed with a navigation blade that did not have issues. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. After the procedure, troubleshooting identified that the instrument tracker caused the issue as it did not appear correctly in the emitter field of view.